Event description:
Doctor reported a peri-implantitis around #12. Implant was removed. Loss of integration.

Event description:
Doctor reported a peri-implantitis around #12. Implant was removed. Loss of integration.